Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Partial device log was downloaded locally and provided for analysis. The event was declared on (B)(6) 2025. The logs were therefore extracted locally between 21 and 23 february. Only data for (B)(6) was found. There is no infusion programmed at 21ml/h as described in the complaint. The pump seems to be working properly. The reported event could not be confirmed. The reported device was not returned to (B)(4) for investigation. Device history log was reviewed in (B)(4). As per service report performed after the event, no dysfunction of the device could be found. No other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: at 11:00 a.m.: a call was received from the auxiliary nursing staff reporting that the etoposide chemotherapy pump was ringing; the infusion had a total volume of 500 ml and was programmed at 21 ml/hr for a 24-hour infusion that had started on (B)(6) 2025 at 4:05 p.m.; at the time of verification, the bag was completely empty, however, the infusion pump with series: (B)(4) showed a remaining volume of 62.5 ml for 3 hours and 1 minute; vital signs were taken from the patient: blood pressure: 129/82 (96), heart rate: 91, saturation: 98%, and temperature 35.6. Patient reported: I feel fine but with more energy; the attending physician was informed. There was no evidence of damage at the time, but since it was chemotherapy, a possible toxicity was suspected. Programming start date and time: on (B)(6) 2025 at 4:05 p.m. (14:05). It is presumed that the infusion ended earlier than expected. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.